Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with blood glucose decreasing to 64 mg/dl before correction with oral glucose tablets and apple juice; insulin on board was decreasing, the user briefly disconnected from the pump, and ems was called, with arrival glucose at 106 mg/dl and rising and no treatment provided before the user reconnected to the pump. Symptoms included shakiness. Outcomes included transient hypoglycemia that was corrected without hospitalization. Investigation included complaint intake review and user coaching on hypoglycemia treatment and pump reconnection. Investigation of this case revealed no device malfunction and that the event was consistent with user-managed hypoglycemia with external ems check and no clinical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.